Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion" customer statement: "0607hrs: new bottle and tubing hung up. Dose 0.2mcg/kg/min. Vtbi entered 80mls. Pump prompted kvo @ ~11am, but noted bottle has ~20mls volume. Re-entered vtbi on pump to 20mls. Pump prompted kvo again @~5pm, but noted bottle still remains ~20mls volume. Re-entered vtbi on pump to 20mls. 1740hrs: new bottle hung up. Dose 0.2mcg/kg/min. Total volume from 0607hrs to 1740hrs: 99mls. However, was not prompted to change bottle earlier. 0039hrs: new bottle hung up. Dose 0.2mcg/kg/min. Tubing with bottle was discarded by user."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The device history files were read and analyzed. The history files from on (B)(6) 2022(specified date of the incident given from the costumer) were investigated. At on (B)(6) 2022 06:12 am a space line was inserted. The rate was set to 9 ml/h and the vtbi to 80ml. Then the infusion was started at 06:12 am. The infusion was stopped by reaching the set vtbi at 15:01 pm. Up to that time the device has delivered 79,28 ml. In the same minute the vtbi was set to 20 ml and the infusion was started. At 17:20 pm the infusion was stopped by reaching the set vtbi. Up to that time the device has delivered 99,38 ml. At 17:21 pm the vtbi was set again to a value of 20 ml. The infusion was started at 17:21 pm. The infusion was stopped by the costumer at 17:53 pm. No anomalies could be detected. A visual inspection was performed. No visible damage was found. A functional test was performed. The device passed the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. In checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matched the required values and standards. All measured values were within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -2,29%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). The device matched the required values and standards. All measured values were within our specification. To investigate the inside, the device was disassembled complete. Between the lower housing and the inner frame/ emv shield liquid residues could be detected (no liquid residues on the mainboard). Furthermore, no anomalies could be detected. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Addition information: an exchange of the damaged parts is necessary. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.